Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was struck on cfnadmin login screen. A field service engineer inputted the password for cfnapp and logged into the es application. The fse followed up with the point of contact, confirmed that the issue was resolved, and customer were able to access the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported based on this event.